Event description:
Revised polymer insert was placed on left total knee revision. Explanted polymer insert failed due to breakage. It was replaced with anew polymer insert per dr. Barrack. Defective polymer insert information: biomet cr standard size , 63/67 e poly insert sn #(B) (6).